Manufacturer narrative:
Results: the 3maxc was fractured approximately 23.0 cm from the hub and yield marks were visible on either side of the fracture. The device was kinked approximately 136.0 cm from the hub. The device was ovalized approximately 137.0 cm and 152.0 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed a fracture on the device. Based on the reported bend in the subject 3maxc and yield marks near the fracture location, it is likely this catheter became kinked while advancing and subsequently fractured. Further evaluation revealed a kink and ovalizations on the distal length. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). It should be noted that the access location was the femoral artery. During the procedure, the physician advanced a pre-loaded 3maxc and a penumbra system ace 68 reperfusion catheter (ace68) to make the first pass and reported that something "wasn''t feeling right". The devices were then retracted and the 3maxc was found bent and broken upon removal from the ace68. It was reported that the 3maxc was fractured into two pieces, but connected by a wire, approximately 8 inches distal to the hub. The 3maxc was then removed and the procedure was completed using a non-penumbra microcatheter and the same ace68. There was no report of an adverse effect to the patient.